Manufacturer narrative:
Log file review confirmed the reported issue and indicated that the device should be returned for further investigation. Upon receipt, the device underwent bench testing. Testing confirmed the reported service code, and the device successfully passed shock testing. Further evaluation identified a ribbon cable connection issue at the main board j6 socket. Manipulation of the ribbon cable could result in a graphics display module (gdm) failure. Although the original customer report did not involve patient use and was not initially considered reportable, the returned device evaluation confirmed a malfunction that could delay or prevent delivery of defibrillation therapy if it were to occur during normal use. Accordingly, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a service code. The customer did not report this occurring during patient use.